Event description:
Customer reported to beckman coulter, inc. (Bec) that the cx triglyceride reagent cartridge had a leakage because one cap was missing. There was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec is filing this report because triglyceride reagent contains material of animal origin and should be considered potentially infectious.

Manufacturer narrative:
(B)(4).